Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardial drain. The patient¿s medical history is unknown. The patient was under general anesthesia for approximately three hours. There was no temperature indicated on the stockert generator after a fast anatomical map had been made, so they could not come on ablation. They were about to start troubleshooting and change out the cable and catheter but it was discovered that the patient had some pericardial effusion. Therefore the procedure was abandoned. They had not done any ablation at all and it had been a very difficult transseptal puncture. The effusion was discovered very quickly as a transoesophageal echocardiography probe was in use to aid with the transseptal puncture. The patient was returned to hdu to be monitored. There was no further intervention/ surgery needed after the pericardial drain. They were only able to remove 30ml of blood but it was decided that they should not continue with the procedure due to the complication. The physician was not sure of the cause of the adverse event. However, he believed the effusion was caused by either the transseptal puncture (which took over an hour) or mapping in the left atrium. Also, the patient had an unusually small heart which made the transseptal and subsequent maneuvering within the atrium difficult. The flow setting was set to 2ml/min. The st. Jude sl2 sheath and the heartspan bsw transseptal needle were used. The act was maintained at 250-300s during the procedure.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).